Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that episodes of sensing integrity counter (sic) and high rate non-sustained ventricular tachycardia (vt) with noise was observed on the right ventricular (rv) lead. A pocket manipulation was performed, and the rv sensitivity decreased. The lead remains in use. No patient complications have been reported as a result of this event.